Event description:
Discordant sodium and potassium results were generated by the dimension exl 200 on one patient. The results were released from the laboratory. The sample was repeated and the corrected results were released to the physician. A second sample was drawn from the same patient and those results were released to the physician. The patients saline drip was changed from 0.9 to 0.45 based on the elevated sodium result from the second sample. There were no reports of adverse health consequences or known patient intervention due to the discordant potassium results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After analyzing the data, the tsc determined that the cause of the discordant sodium and potassium results was user error; sample related. Tubes should be allowed to clot for 30 minutes to ensure complete clot formation. The customer was only letting samples sit for 10 minutes to clot. The customer was reminded of the proper process to ensure complete clot formation and reminded to make sure tubes are full draws. The instrument is performing within specifications. No further evaluation of the device is required.